Manufacturer narrative:
(B)(4) investigation result of stent partially deployed. An ultraflex esophageal stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was partially deployed. In addition, the catheter was noted to be bent. During functional analysis, catheter bowed during a failed deployment attempt. It was possible to manually deploy the stent by pulling directly on the deployment suture. No other issues were identified during the product analysis. The noted damages to the returned device were consistent with excessive force being applied during deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex esophageal ng stent was to be used in the esophagus during a stent implantation procedure performed on (B)(6) 2015. During the procedure, the stent failed to deploy. The procedure was completed by using another wallflex biliary rx uncovered stent. The ultraflex esophageal ng stent was removed from the patient and another ultraflex esophageal ng stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results of stent partially deployed.